Event description:
A malfunction on the pump was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to call back if the malfunction code recurred and acknowledged the instructions.